Event description:
Additional information: it was reported that the patient expired on (B)(4)2016 due to multi-organ failure, continued bleeding, and renal failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 30 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered profound rv failure post implant, followed by a massive pulmonary embolism (pe). Heparin was initiated, and reportedly led to gi bleeding and hemoptysis. It was reported that the patient was not tested for von willebrand¿s disease, but that the healthcare professionals assumed that it is there. Hematology workup was inconclusive in the setting of active anticoagulation. After the heparin was discontinued, the patient experienced ischemic bowel. The device was reportedly working as expected. The patient is being monitored in the hospital. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding and multiple organ failure could not be conclusively determined. Right heart failure, renal failure, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.